Manufacturer narrative:
(B)(4).

Event description:
Hemodialyzed patient was transferred to surgery for a procedure, the physician decides to perform a transfusion though the central line via, and the anesthesiologist detects a leak in the central lines at the time of deliberating the clip and notices a ripping.

Event description:
Hemodialyzed patient was transferred to surgery for a procedure, the physician decides to perform a transfusion though the central line via, and the anesthesiologist detects a leak in the central lines at the time of deliberating the clip and notices a ripping.

Manufacturer narrative:
(B)(4). The customer returned a used 3-lumen 12 fr x 20 cm catheter for evaluation. The sample was initially examined without magnification. The catheter showed evidence of use, but no defects or anomalies were observed. After leak testing, the catheter body was examined under magnification. Microscopic examination revealed a slice in the distal extension line. The slice was angled, and the edges of the slice were smooth and even. This appearance is consistent with a catheter being cut by a sharp instrument. The slice was located on the distal extension line approximately 31-34 mm (3 mm in length) from the distal end of the luer hub. The location of the slice was consistent with the slice identified during visual inspection. The outer diameter of the distal extension line was measured and was found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each extension line hub using a lab inventory 10ml syringe. Water leaked from the center of the distal extension line when it was pressurized. The location of the leak was consistent with the slice identified during visual inspection. No leaks were discovered while testing the medial or proximal lines. A device history record review was performed and it did not reveal any manufacturing related issues. The instructions for use for this product directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow and to not use scissors to remove dressing to reduce risk of cutting catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter leaked was confirmed through visual and functional testing of the returned sample. The catheter body leaked from a slice in the distal extension line. The appearance of the slice was consistent with being cut by a sharp instrument. A device history record review was performed, and it did not reveal any manufacturing related issues. Based on the appearance of the leak site and since no leakage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.